Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 121 mg/dl and the contact was unable to provide a meter bg reading at the time of the event. As a result of the increased basal delivery, customer's blood glucose (bg) level decreased to 20 mg/dl, with small ketones. Due to the decrease in bg the customer was "incapacitated" and fell and hit head. Customer required assistance with giving a glucagon injection and was transported by paramedics to the emergency room and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of sugar water. The customer was discharged from the hospital on (B)(6) 2023 with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.